Event description:
In this event it is reported that automatrix shaft broke during use. Additional information is forth coming.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Returned product was 3 automate iii handles and 5 flexshafts date coded 0721 (1), 1021 (2) & 1121 (2). Flexshafts returned all observed weld failures/coil deformation causing the product to not function properly/tip to break off. A CAPA was opened to address weld failures for product manufactured by sarasota since december 2020 (date code 1220). Complaint is considered substantiated. Note: without the original lot/batch number, DHR review/retain evaluation cannot be conducted as the batch trace is too broad as multiple production runs occur during a month. Cannot complete DHR review without batch number. Will continue to track and trend.